Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold, and an opening on anterior. Leak test and microscopic analysis was performed which identified a crack opening, striated opening, puncture opening, and white particles. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening due to surgical damage consistent in the use of a surgical tool, a striated puncture due to surgical damage consistent in the use of a surgical tool, and a cracked valve seat diaphragm valve.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.